Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report - review of manufacturing records revealed that the crtd was manufactured and released accordingly to all applicable procedures. - the crtd is still implanted, therefore no other investigation could be performed. - based on available data, no crtd issue suspected.

Event description:
Reportedly, on (B)(6) 2024, microport crm was informed by dr. (B)(6) that the patient had been admitted to the hospital due to an ICD shock. Upon interrogation, a lead defect of the rv lead of type volta 1cr65 was identified. High-frequency noise with an amplitude of approximately 1 mv was detected. The patient also reported dizziness and a fall that occurred before the shock was delivered. Patient is pacemaker-dependent. In the device memory, pauses of up to 8 seconds were documented, with the first pause recorded on (B)(6). The amplitude progression of the rv lead showed a sharp decline during the period between the listed therapy timeline from (B)(6) 2024, to (B)(6)2024, beginning with (B)(6)2024, during which many rhythm disturbances (>150) were documented. These disturbances were all due to oversensing by the rv lead. Occasionally, it appeared similar to t-wave oversensing. The sensitivity of the rv lead was set to 4 mv, and the output was increased to the maximum for safety. On (B)(6) 2024, the rv and ra leads were extracted. The patient suffers from permanent atrial fibrillation. During the surgery, it was discovered that she also has a leaking tricuspid valve, and since the ra lead was positioned very low, near the valve plane, the decision was made to extract it as well¿despite the slightly reduced discrimination as a consequence. During the extraction of the leads, the lv lead became dislodged, even though it had been stable since (B)(6) 2016. As a result, a new lv lead had to be implanted.

Event description:
Reportedly, on (B)(6) 2024, microport crm was informed by dr. (B)(6) that the patient had been admitted to the hospital due to an ICD shock. Upon interrogation, a lead defect of the rv lead of type volta 1cr65 was identified. High-frequency noise with an amplitude of approximately 1 mv was detected. The patient also reported dizziness and a fall that occurred before the shock was delivered. Patient is pacemaker-dependent. In the device memory, pauses of up to 8 seconds were documented, with the first pause recorded on august 8th. The amplitude progression of the rv lead showed a sharp decline during the period between the listed therapy timeline from (B)(6) 2024, to (B)(6) 2024, beginning with (B)(6) 2024, during which many rhythm disturbances (>150) were documented. These disturbances were all due to oversensing by the rv lead. Occasionally, it appeared similar to t-wave oversensing. The sensitivity of the rv lead was set to 4 mv, and the output was increased to the maximum for safety. On (B)(6) 2024, the rv and ra leads were extracted. The patient suffers from permanent atrial fibrillation. During the surgery, it was discovered that she also has a leaking tricuspid valve, and since the ra lead was positioned very low, near the valve plane, the decision was made to extract it as well¿despite the slightly reduced discrimination as a consequence. During the extraction of the leads, the lv lead became dislodged, even though it had been stable since 2016. As a result, a new lv lead had to be implanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The preliminary analysis of the provided files revealed the inappropriate shock was due to ventricular oversensing, most probably due to ventricular lead malfunction